Event description:
The subject device was used during a laparoscopic assisted total gastrectomy. In the middle of the procedure, several short circuit error messages were displayed. After that, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.